Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025 due to the patient's use of anti-inflammatory medication three times daily, an indwelling needle was replaced. During air removal prior to needle insertion, leakage was detected at the needle hub. The indwelling needle was immediately replaced, with no adverse effects on the patient.